Event description:
It was reported that this pacemaker exhibited t-wave oversensing. The health care professional (hcp) plans to reprogram the automatic gain control (agc) setting. Additionally, the hcp noticed the atrial sensed pace is not followed even though it is below the upper tracking rate. Technical services (ts) was consulted and reviewed available device data. They explained the atrial flutter response (afr) effectively decouples the atrium from the ventricle. The hcp could consider turning afr off or extending the cross-chamber blanking after ventricular pace (vp) so they no longer have events in the post ventricular atrial refractory period (pvarp) that start the afr window. Additionally, ts noted they did not find any indicates of t-wave oversensing and requested the hcp send an example so they could take a look. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.